Event description:
It is reported that the suture did not come out from the shaft. The surgery finished using another statak.

Manufacturer narrative:
Eval summary: the returned statak device was subjected to a pull test and the suture did come out of the shaft with relative ease. While using the suture assembles, care should be taken so that the drill point or threads of the suture anchors do not contact adjacent soft tissue/bone growth while drilling. This will result in the soft tissue occluding the threads and decreasing bony purchase leading to the condition reported. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to spec. (B)(4). Total # of events: 4. Event type: malfunction. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.